Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 409 mg/dl. The customer was treated with the insulin pump. The insulin pump alarmed no delivery during manual prime. The customer declined troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test. No excessive no delivery alarm noted. Device had cracked case at display window corner, cracked reservoir tube lip and minor scratched display window.